Event description:
Pump was reported to have battery issues, with the battery gauge being inaccurate. There was no reported impact to the customer's blood glucose level. Customer declined follow-up from technical support and no additional information was received regarding the outcome of the event.